Event description:
Per patient's account: received walker upon discharge from ER, while using walker at home the adjustable button on top front of walker slipped out, became dislodged in walker support mechanism, causing patient to fall to ground. This was unwitnessed by hospital staff. Reporting based solely on patient's account of incident. Dates of use; (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: assistive device.